Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and a temporary pacing wire was placed. It was noted that the patient had heart block and needed a heart transplant. Rv thresholds had increased 2.5 v @ 1 ms. Output was adjusted and the device was turned off at 3am due to interfering with the temporary pacing wire. Additional information was received that the rv lead was surgically repositioned successfully, and remained in service. No additional adverse patient effects were reported. Additional information received reported that the observed rv non-capture was likely attributed to microdislodgement, as fluoroscopic appeared unremarkable but rv capture/sensing was impacted. Regarding the interaction between the chronic rv lead and temporary pacing wire, it was suspected that the delivered energy from the chronic rv lead resulted in oversensing, pacing inhibition, and pauses on the monitor for the temporary pacing wire. It was noted that the temporary pacing wire was removed during the rv lead revision. No additional adverse patient effects were reported. The field representative provided a correction noting the patient had a successful bypass procedure, not a heart transplant. Multiple attempts to obtain additional information regarding the model/serial number of the temporary pacing wire have occurred without success and there was no evidence to suggest it was boston scientific product. At this time no further information is available. Should additional information become available this report will be updated. Additionally, it was suspected the temporary pacing wire was discarded after removal.